Manufacturer narrative:
No conclusion code available. Final analysis found a false eri trip occurred due to a transient low battery voltage reading. It was suspected that this occurred due to the autocapture feature being turned on and that the device was operating in high output mode. The battery voltage was checked and noted to be normal.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. On 04/03/17 the device was explanted and replaced. No patient symptoms or additional information was reported.